Manufacturer narrative:
The customer reported that their AED will not power on. The customer stated that the power light was not flashing green during inspection and that he replaced the unit with a new 9v battery but there is still no power. Troubleshooting of the AED with the customer identified that the AED pads were expired. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
The customer reported that their AED will not power on. The customer stated that the power light was not flashing green during inspection and that he replaced the unit with a new 9v battery but there is still no power. They reported that this did not occur during patient use.